Event description:
The manufacturer received information alleging an issue related to a (CPAP, bipap) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on feb 03, 2025, and section h10 should be reported as: the manufacturer received information alleging an issue related to a (CPAP, bipap) device's sound abatement foam. The manufacturer received information alleging some black powders are blowing out from the device there was no report of patient harm or injury. Additional information received from manufacturer material number is updated. In this report material number is updated. Section d4 updated in this report.